Event description:
It was reported that the vision stent was deployed satisfactorily. Upon an attempt to deflate the stent delivery system (sds), the balloon did not deflate. Two add'l deflation devices were used without success. An attempt was made to force the balloon to explode by inflating it to very high pressures, but the balloon could not be ruptured. As pressure was applied to the balloon, it was observed that the balloon diameter increased slightly as predicted with the increase of the pressure. The sds was removed by forcing it into the guiding catheter and the stent was deployed in the correct place. The pt was reported to be doing well after the procedure was completed.